Event description:
A malfunction was reported on the pump, identified by a malfunction code that was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump and instructed the customer on how to manage the pump and return the faulty one. The customer planned to use multiple daily injections (mdi) as backup therapy.